Event description:
It was reported the patient placed in the ihcs7 bed. During a routine check, a facility employee found the patient had fallen out of the bed, landing head first on the floor. The patient was placed back in the bed. No further patient complications were reported as a result of this event.